Event description:
The fellow performing a co2 case improperly used out angiofill/angioflush fluid management system as a way to deliver co2. The fellow/attending hooked a three way stopcock to the end of the angiofill bag and drew air instead of co2 because the stopcock was turned the wrong way. The room air was then administered to the patient who later died. The attending physician described the case as "doctor error" and not "product error".